Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause use error always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that an occlusion alarm occurred and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer failed to remove all air bubbles from the cartridge before beginning insulin delivery. After loading a cartridge with proper cartridge fill instructions, patient was able to resume insulin therapy customer¿s blood glucose level was 300 - 399 mg/dl.